Event description:
It was reported that two (2) large volume multirate infusors underinfused during patient infusion at a control rate of 5ml/hr. The expected therapy time was 48 hours; however, the infusion time was 51 hours. The devices were filled to 240ml and 20-30ml residual fluid remained in the devices. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: two (2) actual devices were received for evaluation. The first unit did not contain fluid in the bladder, while the second unit contained 24ml of fluid in the bladder. The flow rate was set to 5ml/hr on the multirate control modules. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The devices were determined to be conforming product. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.